Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section b3: date of event: unknown, not provided. Section d6a: implant date: unknown, information not provided. Section d6b: explant date: not applicable, as lens remains implanted. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by patient that she had intraocular lens (iol) implant surgery on (B)(6) 2025, in australia. During post-op, she experienced halos at night which significantly affecting ability to drive, daytime glare which interferes with daily activities and reduced clarity of vision which affected computer work. No further information available. This report is for left eye. Another report will capture patient's right eye.